Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as skin breakdown under te pads and bed sore under the arm. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied bandage for bedsore. The outcome of the irritation is unknown as follow up attempts were unsuccessful.